Event description:
Information was received from a consumer ((B)(6)) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) and lead were removed on (B)(6) 2016. They stopped using their implant a few months after it was implanted because it didn't work for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.